Event description:
Baxter (B)(6) service technicians reported a colleague infusion pump with failure code 199.117.284.0000. This event occurred upon power up; however, it is unknown in which care area this event occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device was returned to baxter (B)(4) and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump that experienced failure code 199:117:284:0000 was confirmed by baxter personnel. This condition was caused by depleted main batteries. The main batteries and battery harness were replaced to correct this condition. This involved a colleague version 1.7 infusion pump with a user interface module master software version 8.11.00. A device history review was performed with no exceptions during manufacturing found. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.